Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with a 425cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered left breast implant deflation, post-procedure. As a result, the patient underwent unilateral removal and then replacement with a 425cc mentor smooth round moderate profile saline breast prosthesis on (B)(6) 2018.